Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of seven photos and one device. The device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the creation of the anastomosis in the colon on a laparoscopic robotic sigmoid colectomy, there was a poor staple formation and a portion of the staple line appeared to be missing. The anastomosis was resected and a second anastomosis was created with another stapler.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.